Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp,tsv,6.0,11.5,mtx,mg (tsvt6b11) was returned for investigation. Visual evaluation of the as returned product identified worn markings due to usage and a damaged/stripped hex feature. The implant had no evidence of fracture. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 and was used the same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1229082). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1229082) for similar event and no other complaint was identified. Based on the available information, the reported event for fracture was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k): k101880.

Event description:
It was reported by the customer that the implant fractured and was stripped due to cortical bone. It was not indicted that the patient would return for additional appointments. Tooth #30.